Event description:
A malfunction on the pump was reported by the caller, who noted it was causing issues such as continuous beeping and vibrating without resetting. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.